Manufacturer narrative:
Concomitant product(s) : product ID: 3889-28, lot# va0rwk6, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 3889-28, lot# va0rwk6, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that both the implantable neurostimulator and lead were revised/ repositioned on (B)(6) 2015 because it was causing pain in the rectal area. Since the revision/ reposition, the patient had nausea and she wanted to know if the implant could cause nausea because of where it was placed since the medication was not helping. There was no further information provided about this event. If additional information is received, a follow up report will be sent.